Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed/reproduced the reported issue. To correct the problem, the fse adjusted the system's gravity compensation on the surgeon side console. No parts were replaced. Following service, the system was tested and verified as ready for use. No image or procedure video was provided. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed 23075 errors that may have been related to the reported complaint. Additional log review confirmed that system sk0397 was used on (B)(6) 2022 for a distal gastrectomy procedure. This complaint is being reported based on the following conclusion: the intuitive surgical, inc. (Isi) field service engineer was able to confirm the reported complaint (the master tool manipulator drifting) and adjusted the system's gravity compensation on the surgeon side console after the completion of the procedure to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, when the surgeon released the right master tool manipulator (mtm), that was driving the vessel sealer instrument, the mtm drifted some millimeters (around 1 centimeter in the display). Abex clinical sales representative (csr) contacted intuitive surgical inc. (Isi) technical support engineer (tse) on behalf of the surgeon and indicated the issue did not disturb the surgery. Tse reviewed the live logs and identified an error 23075 pointing to both mtms, indicating a drift while in following mode, when surgeon releases the mtms. At the time of the call, csr indicated the surgeon was in a critical phase of the surgery and could not perform any additional troubleshooting. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. No errors were observed when the system was powered on. The surgical staff did observe outside influences that were impeding movement of the system and the customer indicated that the issue occurred half way through the procedure. It was confirmed that the patient did not experience any post-operative complications following the procedure. No video recording of the procedure is available for review.